Event description:
To summarize this event, an amplatzer® duct occluder (ado) embolization occurred during the procedure shortly after deployment. The ado was retrieved and pulled back into position within the ductal ampulla and released. The patient was monitored for 30 minutes with repeat angiograms and the ado remained in position although not in typical orientation. The patient was monitored overnight and the ado appeared to be further protruding into the aorta. The patient was hemodynamically stable with normal blood pressure, saturations, and perfusion. The decision was made to go to the operating room to retrieve the ado and surgically ligate the pda. The patient recovered uneventfully and was discharged home. An excellent surgical repair with no vessel or end organ injury was noted at follow up.

Manufacturer narrative:
Aga medical could not evaluate the ado involved in this incident since it was not returned to us. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) patient was found to have a moderate sized pda with left to right flow. The echocardiogram clearly showed a moderate pda with evidence of left atrial enlargement. During the cardiac catheterization procedure, the defect was measured by angiography and a 6/4mm ado was placed in the pda. The angiograms that were provided showed that the entire ado was in the ampulla without any evidence of device deformation. No part of the ado was in the constricted portion of the pda (near its entrance to the pulmonary artery). Later images showed that the ado had embolized in the descending aorta (dao). The ado was retrieved with the help of forceps and pulled into the pda. Angiograms were performed and showed complete occlusion of the pda. The ado was released. Subsequently, the ado was seen to be hanging into the dao, and the patient was referred for pda ligation and ado removal. The patient had an excellent post operative course. According to aga's medical consultant, the following conclusions can be drawn: the ado embolized due to improper device deployment. The ado was never in the narrowest portion of the pda. After the second deployment, the ado was clearly seen in the ampulla. Although the pda was closed by angiography, the mushroom part of the ado was clearly seen hanging into the dao. The final fluoroscopy image showed that the ado had further tilted toward the dao. If part of the ado had been across the narrowest portion of the pda, embolization or device protrusion into the aorta would not have occurred.